Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the device completely shut off. The patient charged it the whole weekend and couldn¿t make it work. No further complications were reported or anticipated.